Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent and stomachache. The cause and treatment of peritonitis were not reported. The patient was hospitalized for the event through the emergency room. At the time of this report, the patient was recovering. On an unreported date, pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.